Event description:
Technician alleged that the left siderail could not be latched. He found that the siderail end tube was broken where the latch bolt attaches.

Manufacturer narrative:
Technician replaced the end tube and the siderail function properly. The stretcher came from the transportation department and there were no alleged injuries.